Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer stated that the solution leaked from the air vent during infusion of a chemo drug named taxol. Three devices were involved. The mating device was an ICU medical plum pump set with list number: 12339. There was no unprotected chemo exposure in this event. There was no patient and healthcare provider harm. The chemo spill was cleaned up per facility protocol by a spill kit. The set was replaced, and therapy resumed. There was patient involvement, no patient harm, and no delay in critical therapy.

Manufacturer narrative:
Received four used 011-c32029 extension set w/0.2 micron filter for inspection. Each of the filter vents was wetted out with prior infusate. Each extension set was leak tested per product specifications. There was leakage from the filter vents on each of the returned sets. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional reporting contact: (B)(4). Products specialist evermedical co., ltd. Taiwan productsspecialist04@evermedical.com.tw +886 2 27126.611.